Event description:
Pt reported blood glucose results of 260mg/dl, 135mg/dl, and 220mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of the glucose results exceeds the expected value of <20% and/or <=20 mg//dl, thereby indicating potential malfunction of the meter in terms of precision. However the pt was unable to get a result with the first vial of test strips and when changed to new vial got results. The pt did not receive medical attention. The control solution test was within range. Due to the failing control solution test the event is reported as a product malfunction. The control solution and test strips were replaced and return expected.